Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 13 read as an open circuit, consistent with the reported event. Electrode ring 13 was displaced and conductor wire 13 was fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire remains unknown.

Event description:
This report is to advise of a fracture found in the spline of the catheter due to a displaced electrode, exposing internal wiring.